Event description:
It was reported that an unspecified bd catheter leaked. The following information was provided by the initial reporter: IV cannula leaking from injection port. Not leaking initially, but began intra-operatively whilst out of sight. Rising bis (depth of anaesthesia). Unintentional awareness under anaesthesia prevented as problem identified and IV anaesthetic agent increased. Bung placed in injection port to occlude it, while new IV cannula inserted.

Manufacturer narrative:
H6: investigation summary: one video was received by our quality team for evaluation. Upon visual inspection of the video, it was observed that there was leakage from the injection port when the drug was injected into the cannula hub. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of the leakage could be due to the valve issue that was related to the eto sterilization. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd catheter leaked. The following information was provided by the initial reporter: IV cannula leaking from injection port. Not leaking initially, but began intra-operatively whilst out of sight. Rising bis (depth of anaesthesia). Unintentional awareness under anaesthesia prevented as problem identified and IV anaesthetic agent increased. Bung placed in injection port to occlude it, while new IV cannula inserted.